Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). Several parts were exchanged and built in again. In the end on-going work repair was cancelled by the hospital. The ventilator was then reportedly scrapped by the hospital. Ventilator logs were provided and reviewed. The reported failed internal leakage and safety valve tests during pre-use check could be confirmed in the test log. There are no technical error codes on the reported event date and during the period prior the event date, which indicates that there was no technical malfunction. As no parts were replaced and returned for our investigation, it has not been possible to determine the root cause of the reported event.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed internal leakage and safety valve tests during pre-use check. There was no patient involvement. (B)(4).